Event description:
Revision surgery - due to the glenosphere coming off of the baseplate when the patient rolled over on it in bed. The surgeon put the glenosphere back on and replaced the insert.

Manufacturer narrative:
The reason for this revision surgery was due to a glenoid dislocation. The previous surgery and the revision detailed in this investigation occurred 4.7 months apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to a glenoid dislocation. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the event. Agent has clearly mentioned that the glenosphere came off the baseplate when the patient rolled over on the bed. It seems that the event may have occurred due to non-compliance with medical instructions, inadequate soft tissue support, degenerative bone, patient bone deterioration, patient activities or trauma. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Manufacture narrative: the reason for this revision surgery was due to a glenoid dislocation. The previous surgery and the revision detailed in this investigation occurred 4.7 months apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to a glenoid dislocation. The head and baseplate have been added to the complaint. The head is the main contributor to this event, however, the head and baseplate remain in the patient. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the event. Agent has clearly mentioned that the glenosphere came off the baseplate when the patient rolled over on the bed. It seems that the event may have occurred due to non-compliance with medical instructions, inadequate soft tissue support, degenerative bone, patient bone deterioration, patient activities or trauma. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.